Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 122mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap. However, during the call the customer indicated that they used an old battery and the issue appeared to be resolved. Customer indicated that they will get a new battery to install in the pump and call back if needed. No further assistance was necessary.